Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8.5 30-degree endoscope had no vision in one eye. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint. Failure analysis found the primary failure of "no image in one eye" to be related to the customer complaint. The instrument was found to have missing distal window resulting in fluid invasion and damage to optical components, complete window missing, fragments of adhesive of distal window missing. Root cause is attributed to a component failure.